Event description:
7/2005 - pt presented with an acute transection of the descending thoracic aorta and was successfully treated with gore tag 26x10 device. 12/2005 - pt presented with chest pains and the CT-scan revealed a pseudoaneurysm formed at the proximal end of the device. The physician thought the 26mm tag device could have migrated because the proximal aortic neck length was shorter than the requirement of 20mm. A subsequent tag 25x15 was implanted proximal to the initially implanted device covering the left subclavian artery. The physician believes that the type I endoleak caused the expansion of the pseudoaneurysm after the device had migrated. The pt tolerated the covering of the left subclavian artery.